Manufacturer narrative:
(B)(4). Eval results and conclusion: (migration, endoleak, conversion to open repair), (conversion to open repair, type ii endoleak), (insufficient info; cause is unk). This event does not match previous events reported to medtronic.

Event description:
In an event reported in a journal article (complete endograft collapse nine and half yrs following endograft repair of an abdominal aortic aneurysm. Vascular endovascular surgery 2009;43:627-30). An aneurx stent graft was implanted in a (B)(6), male, with a 5.5 cm, aaa, 12 yrs ago. Vessel morphology at the time of implant was not reported, although iliacs were reported to be of normal size. It was reported that the 1 yr f/u showed that the aaa decreased to 4 cm in size, and the two and three yrs follow-ups showed that aaa decreased to 3.5 cm in size w/o any endoleaks. Six yrs later, the aaa was 2.4 cm. The pt did not return until three yrs later, when he presented with back pain. A CT angiogram showed a proximal and distal type I endoleak and complete collapse of the stent graft. The aortic neck was 20 mm in diameter at the renals at the time of this event. An intervention was performed, approx two months later, in which the pt was converted to an open repair. Four lumbars with type ii endoleaks (back bleeding) were over sewn. No add'l clinical sequelae were reported and the pt is fine. The author was contacted and no further info has been rec'd.